Event description:
Customer using protime reports lower than expected inr results for two pts vs. A non-specified lab instrument. This report is for pt 2 of 2. Pt therapeutic range is 2-3 inr. Customer reports protime 1.7 inr result from venous sample. Repeat protime test per labeling not conducted. Pt subsequently hospitalized for non-related diarrhea where venous sample sent to lab with 2.6 inr result. Subsequent repeat lab test of 2.7 inr. Pt coumadin dose decreased based on lab result. No adverse or serious injury reported.

Manufacturer narrative:
(B)(4). MFR evaluation / investigation currently in process.